Event description:
The event was reported as: when attempt to remove bite-gard was made, it separated and bite down part remained in the pt's throat. It was removed with a pair of forceps. No report of pt injury. No further info available.

Manufacturer narrative:
Sample requested, but not received yet. Evaluation report not available at time of this report.